Event description:
It was reported that the user experienced a map shift unrelated to either pt or location pad movement. Add'l info obtained: the map shift occurred during the a-fib case. The physician had done the left veins and the map seemed to have shifted when he went to the right veins. There was no warning message, and the map did not line up on fluoro at that point.

Manufacturer narrative:
The investigation of this complaint is still in progress. This repot will be updated upon completion of the investigation.